Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an intravia container 150 ml capacity was dry and leaked. This was observed during setup in the pharmacy department. There was no patient involvement. No additional information is available.